Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. High power visual inspection of the header and lead barrels noted no anomalies. Both seal plugs were intact. No obstructions were noted in the lead barrel. Dimensional analysis of the header was completed. Each port measured as expected. The allegation of a concern over an issue with the device header was not confirmed by analysis testing. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations of noise.

Event description:
It was reported that during the implant procedure noise was observed on the ventricular channel. No abnormalities were observed with the right ventricular (rv) lead, which led the physician to determine that the noise was due to an issue with the header of the pacemaker. Subsequently the pacemaker was attempted and not implanted. A new pacemaker was implanted with the existing rv lead and the procedure was completed without any further complications. No adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure noise was observed on the ventricular channel. No abnormalities were observed with the right ventricular (rv) lead, which led the physician to determine that the noise was due to an issue with the header of the pacemaker. Subsequently the pacemaker was attempted and not implanted. A new pacemaker was implanted with the existing rv lead and the procedure was completed without any further complications. No adverse effects were reported.